Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation from their spinal cord stimulation (scs) lead due to high impedances. Reprogramming was attempted but was unsuccessful. The patient underwent a lead revision procedure in which the two leads were replaced. The patient is doing well post-operatively. The leads will not be returned for analysis as they were discarded by the facility.